Event description:
It was reported that the 4.5 mm drill bit left metal shards in the knee. Unknown if back-up device was available to complete the procedure. No significant delay and no patient injuries were reported.

Manufacturer narrative:
One 4.5mm cannulated endoscopic drill and (1) 2.4mm drill tipped passing pin were returned for evaluation. Visual assessment of the devices show the drill remains on the passing pin. The drill was removed from the passing pin and no abnormalities were observed with the drill. Visual assessment of the passing pin confirmed the reported shedding. There are major areas of abrasion located along the length of the passing pin. The passing in is bent roughly mid-point of its length and is contaminated with human matter (bone). The condition of the passing pin indicates it became bent during use causing the drill to come in contact with it resulting in the reported shedding. In order to drill over a bent guide wire excessive force would be required. Per the device instructions for use ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Updated.